Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of an unspecified problem with quality issue / malfunction. Additional information has been received and it states that the implant didn't unfold during implantation into the patient¿s right eye. A new incision was made to implant the backup implant with same reference and diopter injector. The surgery was completed during the same procedure without any clinical consequences for the patient.